Manufacturer narrative:
Device evaluation: rupture: observed broken device assessed as surgical damage and shell missing. Assessed as inconclusive. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "rupture." This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted.